Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed by an onsite abbott representative. Small left ventricle (lv) size was noted. It was also communicated that the patient had chest edema, and the low flow alarms resolved when the chest was reopened. A specific cause for, as well as a direct correlation between the device and reported events as well as patient outcome could not be established through this evaluation. It was reported that the patient was experiencing frequent low flow alarms and had a small lv. The patient's system controllers were successfully upgraded with low flow software on (B)(6) 2021. It was later reported that the patient had chest edema which required the chest to be reopened, resolving the low flow alarms. The patient received diuresis treatment. Chest reclosure would be attempted upon resolution of the edema. It was also reported that the low flow software upgrades helped with the reported low flow alarms. It was later reported that the patient's chest was closed on (B)(6) 2021. The number of low flow alarms also decreased and eventually stopped on (B)(6) 2021. Patient¿s family decided on a modified do not resuscitate (dnr), and the patient developed asystole and expired on (B)(6) 2021. The device was not returned - no product is available for investigation. The heartmate 3 lvas IFU lists all potential adverse events that may be associated with the use of heartmate 3 lvas, including death. This document also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 lists all potential adverse events that may be associated with the use of heartmate 3 lvas, including death. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 2.0 lpm low flow alarm guide for patients and caregivers and for clinicians both address various system controller alarms as well as how to respond to each of them. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient's chest was closed on (B)(6) 2021. The low flow alarms decreased and eventually resolved on (B)(6) 2021. The patient's family decided to sign a modified do not resuscitate form. The patient developed asystole and expired on (B)(6) 2021 at 14:08.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms. The physician observed that the left ventricle was small. The patient's chest was reopened to address the low flow alarms. The low flow alarms were resolved from surgical intervention and upgraded low flow software. The patient remains intubated and sedated with chest open, and patient was diuresed. The patient's chest will be closed after edema has been resolved.